Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the power cables of the patient's controller were coming apart. A controller exchange was conducted without issue.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the power cables was confirmed via evaluation of the returned heartmate ii system controller (serial number: (B)(4) ). A log file was downloaded from the controller and reviewed. The log file contained data spanning approximately 34 days (20nov2022 to 04jan2022 per timestamp). There were no notable alarms active and the pump maintained a speed above the low speed limit throughout the log file. Upon visual inspection of the controller, damages to the strain reliefs of both power cables were observed. Functional testing revealed that the resistances of both cables were slightly outside of the accepted values. Further testing of the individual wires within the cables did not reveal any distinct electrical shorts or open conductors within the cables. The controller was able to operate as intended throughout testing despite the observed damages. Although not conclusively determined, the root cause of the observed power cable damage appears to be related to the repetitive flexing of the cables during use. The heartmate ii patient handbook (rev. G, section 4 ¿living with the heartmate ii¿) provides users with detailed instructions on how to shower while maintaining the safety of the patient and the heartmate equipment. Failure to follow these instructions closely may lead to damage of the system controller. The heartmate ii patient handbook (rev. G, section 10 ¿safety checklists¿) instructs users to regularly inspect all equipment including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate ii patient handbook (rev. G, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Review of the device history record for the system controller, serial number (B)(6) , showed the device was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on (B)(6) 21oct2015. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the power cables of the patient's controller were coming apart. A controller exchange was conducted without issue.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.